Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain/ intermittent to often") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included tubal ligation, d & c and endometrial ablation. Previously administered products included for an unreported indication: toradol in 2007, magnesium in 2007, omeprazole in 2007 and ibuprofen in 2007. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes, dysmenorrhea and gastroesophageal reflux disease. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2016 essure was removed via hysterectomy, salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, menstrual disorder, hormone level abnormal, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2008. 2948.35g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: essure confirmation test conducted. On (B)(6) 2007, operation: hysteroscopic sterilization using essure inserts. Findings: normal appearing endometrial cavity and tubal ostia bilaterally. Procedure: both tubal ostia were easily accessible so the introducer sheath was inserted. Essure system placed into the right tube, adequate placement with about 12 coils showing. The procedure was then completed on the left side, there were 2 coils showing. The patient tolerated the procedure well. On (B)(6) 2016, primary procedure: robotic assisted laparoscopic total hysterectomy with left bilateral salpingectomies and left oophorectomy; findings: normal-appearing uterus, tubes, and ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, pregnancy with contraceptive device, menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain/ intermittent to often") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: toradol, magnesium, omeprazole and ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016 essure was removed via hysterectomy, salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, menstrual disorder, hormone level abnormal, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was not reported. The reporter considered hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: essure confirmation test conducted. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events added from pfs- hormonal changes, pregnancy (no complications), abnormal bleeding vaginal, abnormal bleeding (menorrhagia), device ineffective, pain. Historical drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain/ intermittent to often") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included tubal ligation, d & c and endometrial ablation. Previously administered products included for an unreported indication: toradol, magnesium, omeprazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, diabetes, dysmenorrhea and gastroesophageal reflux disease. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2016 essure was removed via hysterectomy, salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, menstrual disorder, hormone level abnormal, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2008. 2948.35g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: essure confirmation test conducted. On (B)(6) 2007, operation: hysteroscopic sterilization using essure inserts. Findings: the uterus was sounded to 7cm. Normal appearing endometrial cavity and tubal ostia bilaterally. Procedure: both tubal ostia were identified and noted to be easily accessible so the introducer sheath was inserted. Essure system was inserted through that sheath and placed into the right tube, after firing it off the according to specifications. It seemed to have adequate placement with about 12 coils showing but the micro-inserts seemed to be in adequate position. The procedure was then completed on the left side. After placing it in and firing according to specifications, there were 2 coils showing. The procedure was then completed. The patient tolerated the procedure well. On (B)(6) 2016, primary procedure: robotic assisted laparoscopic total hysterectomy with left bilateral salpingectomies and left oophorectomy; findings: normal-appearing uterus, tubes, and ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, pregnancy with contraceptive device, menstrual disorder. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Reporter information, patient¿s relevant history and lab data updated. Pregnancy information and outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain/ intermittent to often") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included tubal ligation, d & c, endometrial ablation, gravida ii and parity 2 ((B)(6) 2002; (B)(6)2008). *essure confirmation test conducted. Findings: normal appearing endometrial cavity and tubal ostia bilaterally. Normal-appearing uterus, tubes, and ovaries. Previously administered products included for an unreported indication: toradol, magnesium, omeprazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes, dysmenorrhea and gastroesophageal reflux disease. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 months 9 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced depression ("problems condition: depression and mental anguish"), anxiety ("problems condition: depression and mental anguish") and dyspareunia ("dyspareunia"). On (B)(6)2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2016 essure was removed via hysterectomy, salpingectomy(one side removal), oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and back pain was resolving and the pregnancy with contraceptive device, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2008. 2948.35g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per plaintiff fact sheet discrepancy noted in current follow up 7 as it is mentioned: plaintiff did not underwent for essure confirmation test, but as per previous case version it was mentioned essure confirmation test conducted. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2008: live birth without complication. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, pregnancy with contraceptive device, menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received - new event "dysmenorrhea (cramping), dyspareunia, abdominal pain, back pain and did not perform essure confirmation test" were added. Outcome for the event 'abdominal pain, back pain and dysmenorrhea' were added as recovering. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain/ intermittent to often') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included tubal ligation, d & c, endometrial ablation, gravida ii and parity 2 (B)(6) 2002; (B)(6) 2008. *essure confirmation test conducted. Findings: normal appearing endometrial cavity and tubal ostia bilaterally. Normal-appearing uterus, tubes, and ovaries. Previously administered products included for an unreported indication: toradol, magnesium, omeprazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes, dysmenorrhea and gastroesophageal reflux disease. Concomitant products included melatonin since 2010 and paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 months 9 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced depression ("problems condition: depression and mental anguish"), anxiety ("problems condition: depression and mental anguish") and dyspareunia ("dyspareunia"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen abnormal bleeding") and procedural pain ("post removal complication ") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2016 essure was removed via hysterectomy, salpingectomy(one side removal), oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and back pain was resolving, the pregnancy with contraceptive device, menstrual disorder, hormone level abnormal, depression, anxiety, dyspareunia and procedural pain outcome was unknown and the vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2008. 2948.35g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per plaintiff fact sheet discrepancy noted in current follow up 7 as it is mentioned: plaintiff did not underwent for essure confirmation test, but as per previous case version it was mentioned essure confirmation test conducted. Received treatment for pain, bleeding, diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2008: live birth without complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain/ intermittent to often') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included tubal ligation, d & c, endometrial ablation, gravida ii and parity 2 ((B)(6) 2002; (B)(6) 2008). Essure confirmation test conducted. Findings: normal appearing endometrial cavity and tubal ostia bilaterally. Normal-appearing uterus, tubes, and ovaries. Previously administered products included for an unreported indication: toradol, magnesium, omeprazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes, dysmenorrhea and gastroesophageal reflux disease. Concomitant products included melatonin since 2010 and paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 months 9 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced depression ("problems condition: depression and mental anguish"), anxiety ("problems condition: depression and mental anguish") and dyspareunia ("dyspareunia"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen abnormal bleeding") and procedural pain ("post removal complication ") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2016 essure was removed via hysterectomy, salpingectomy(one side removal), oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and back pain was resolving, the pregnancy with contraceptive device, menstrual disorder, hormone level abnormal, depression, anxiety, dyspareunia and procedural pain outcome was unknown and the vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2008. 2948.35g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per plaintiff fact sheet discrepancy noted in current follow up 7 as it is mentioned: plaintiff did not underwent for essure confirmation test, but as per previous case version it was mentioned essure confirmation test conducted. Received treatment for pain, bleeding, diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2008: live birth without complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet revived, new reporter, event gen abnormal bleeding, complication of device removal and outcome of the event added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain/ intermittent to often") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included tubal ligation, d & c and endometrial ablation. Previously administered products included for an unreported indication: toradol in 2007, magnesium in 2007, omeprazole in 2007 and ibuprofen in 2007. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes, dysmenorrhea and gastroesophageal reflux disease. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("problems condition: depression and mental anguish") and anxiety ("problems condition: depression and mental anguish"). In (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issues"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2016 essure was removed via hysterectomy, salpingectomy(one side removal), oophorectomy). At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, menstrual disorder, hormone level abnormal, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2008. 2948.35g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered anxiety, depression, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per plaintiff fact sheet discrepancy noted in current follow up 7 as it is mentioned: plaintiff did not underwent for essure confirmation test, but as per previous case version it was mentioned essure confirmation test conducted. Diagnostic results: essure confirmation test conducted. On (B)(6) 2007, operation: hysteroscopic sterilization using essure inserts. Findings: normal appearing endometrial cavity and tubal ostia bilaterally. Procedure: both tubal ostia were easily accessible so the introducer sheath was inserted. Essure system placed into the right tube, adequate placement with about 12 coils showing. The procedure was then completed on the left side, there were 2 coils showing. The patient tolerated the procedure well. On (B)(6) 2016, primary procedure: robotic assisted laparoscopic total hysterectomy with left bilateral salpingectomies and left oophorectomy; findings: normal-appearing uterus, tubes, and ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, pregnancy with contraceptive device, menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received received: new events: depression and anxiety were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain/ intermittent to often') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included tubal ligation, d & c, endometrial ablation, gravida ii and parity 2 ((B)(6) 2002; (B)(6) 2008). *essure confirmation test conducted. Findings: normal appearing endometrial cavity and tubal ostia bilaterally. Normal-appearing uterus, tubes, and ovaries. Previously administered products included for an unreported indication: toradol, magnesium, omeprazole and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding, gestational diabetes, dysmenorrhea and gastroesophageal reflux disease. Concomitant products included melatonin since 2010 and paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 months 9 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced depression ("problems condition: depression and mental anguish"), anxiety ("problems condition: depression and mental anguish") and dyspareunia ("dyspareunia"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage ("gen abnormal bleeding") and procedural pain ("post removal complication ") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2016 essure was removed via hysterectomy, salpingectomy(one side removal), oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and back pain was resolving, the pregnancy with contraceptive device, menstrual disorder, hormone level abnormal, depression, anxiety, dyspareunia and procedural pain outcome was unknown and the vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2008. 2948.35g was the reported birth weight. The apgar scores were 9 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, procedural pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: per plaintiff fact sheet discrepancy noted in current follow up 7 as it is mentioned: plaintiff did not underwent for essure confirmation test, but as per previous case version it was mentioned essure confirmation test conducted. Received treatment for pain, bleeding, diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2008: live birth without complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure (ess205) for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (on (B)(6) 2016, essure was removed via hysterectomy). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain and menstrual disorder to be related to essure (ess205). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A hysterectomy was performed to remove essure around nine years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (on (B)(6) 2016 essure was removed via hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A hysterectomy was performed to remove essure around nine years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced severe pelvic pain. Considering the nature of the event and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.